Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. In late 2008, the patient/layperson requested a replacement meter because his onetouch ultra meter reportedly had missing segments in the display. The patient retains the meter at his work (using another lifescan product at home) noted the issue on three days earlier, and did not use it after that date. On the day of the call, allegedly due to symptoms of "shaky and poor vision", the patient ate a banana and felt better. The patient did not attempt to test. The cca replaced the meter and test strips. The complaint is reported due to the following conclusion: although no medical intervention from an hcp or other person was not received, the patient experienced symptoms that meet the criteria of a serious injury after the alleged product issue.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.